Event description:
It was reported during the procedure with a pacel bipolar pacing catheter, a perforation was observed. Intervention was performed to resolve the perforation. No further information was available.

Manufacturer narrative:
B3: the estimated procedure date is (B)(6) 2026. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.